Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "internal comm failure - 1474", "internal comm failure - 1173" messages and the device was unable to switch modes. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2020-03830, 1220908-2020-03831, 1220908-2020-03792, 1220908-2020-03832, 1220908-2020-03834, 1220908-2020-03793, 1220908-2020-03835, 1220908-2020-03836, 1220908-2020-038320, 1220908-2020-03837, and 1220908-2020-03838 for similar events reported from the same customer.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation of the internal comm 1474 and internal comm 1173 messages. During our investigation the technician discovered that a repair was attempted on this device. An internal inspection found extensive damage to boards and misaligned connections. All parties denied attempting to repair the device. As a result of the investigation being compromised, root cause could not be firmly established. The device was repaired, recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.